Manufacturer narrative:
The customer did not manually clean the scopes prior to placing in the oer-pro. The technical assistance center advised the customer to reprocess scopes prior to placing into the oer-pro. Provided reprocessing in-service on the gf-uct180. The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: h lee moffitt cancer center and research institute hospital inc (documented here due to character limitation in respective field)

Event description:
It was reported that the gastrovideoscope distal tip/elevator tested positive for alpha hemolytic streptococcus during two culture tests. The issue was found during a routine culture of the scope. The device was reprocessed after positive culture. Reported negative after the fact. The device was used for a procedure after the event. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the lms final investigation. An olympus ess visited the user facility where it was noted that the device was not manually cleaned prior to placing in the endoscope reprocessor. The lm reviewed the customer provided cds processes and concluded there was not enough information to judge deviation from the instructions for use (IFU). Olympus provided the following result of the culture test, performed at the third-party labs: test finished date: march 11, 2024 sampling from: distal end & elevator mechanism cfu: unk. (Unknown) bacterial identification: staphylococcus epidermidis the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.